Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) associated with a charge time of 17.9 seconds. A boston scientific crm field representative asked if a capacitor reformation should be conducted to try to bring the device out of eri status. There was no report of adverse patient effects, and the device remains implanted and in service. No advisories were found for this device. A boston scientific crm technical services consultant (ts) recommended explanting the device, and discussed the unique situations where a capacitor reformation would be recommended for a device in eri or end of life (eol) status.

Manufacturer narrative:
The device subsequently was returned with no additional information. The reporting status is changed to serious injury from malfunction due to explant with early eri suspected. Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis, and would no longer be considered a reportable issue. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.